Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ball bearings in the drawer were fell out from the station. A field service engineer examined auxiliary drawer 4.2 and found the bearing cage hanging from the front of the left drawer slide, with several bearings missing, replaced the half height drawer and transferred the cubie pockets from the old drawers to the new ones, also replaced the worn keyboard cover, tested all replacements in hardware test application (hta), and they passed successfully. The customer then configured the replacement drawers in the pyxis application and performed inventories, which were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, ball bearings were falling out from the station. The customer reported that ball bearings were observed to be dislodging from the device. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.